Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device was not in english. Customer's blood glucose was low but unknown. Ems was called. Customer treated with food and blood glucose went up to 400 mg/dl. No troubleshooting was done. Customer will not be returning the device for analysis.